Event description:
It was reported that three different delivery devices presented with error code 218 (device impedance). The procedure was cancelled without patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.